Manufacturer narrative:
Corrected information: h6 (method code).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Device interrogation revealed, the left ventricular lead exhibited failure to capture due to dislodgement. The lead was repositioned successfully on (B)(6) 2020. The patient was in stable condition during and after procedure.